Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient faced an issue with the infusion set becoming detached from the skin due to sweat on (B)(6) 2026. No further information is available.